Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting conducted during the phone call indicated the device was functioning properly. Technician discussed other possible causes and customer was instructed to change set and rotate site.